Manufacturer narrative:
Evaluated 3 open/used reservoirs (transfer guards not returned). Using a new lab transfers guard performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles; ran occlusion test per dop114-811 as follows: connected to a new infusion sets. Installed reservoirs & connectors into a 7xx pump. Performed a manual prime, visual fluid flow through infusion sets and out catheter tip. Conclusion: reservoirs not occluded and no air bubbles. Also checked reservoirs snap-caps width dimensions per dop8114-811 and d6014595 and found 2 of 3 reservoirs too loose to connect/release. Remaining found easy to connect/release. 1.- value: .443. 2.- value: .443. 3.- value: .446. Adding notes from another analysis: evaluated 5 open/used quick sets (397), the 5 quick sets are connected to the 3 reservoirs (332a) total 15 test; alternately for manual examination; which resulted that they connected and disconnected properly. The quick set; are going to be analyzed by unomedical. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as 398 mg/dl, 367 mg/dl. The customer treated for high blood glucose with injection with a syringe, also tried with the bolus using insulin pump. The customer was reported that the reservoir had air bubbles. The customer was assisted with troubleshooting and the infusion set had connection anomaly. The device will not be returned for analysis.